Event description:
Machine set on automatic. Staff thought washed blood in infusion bag. 400cc blood infused to pt. Approximately 15 minutes later machine indicating no blood washed. Irrigation bag = 3l. Waste bag = 1l. Anticoagulation bag less 400cc. Reservoir had been filled to 700cc. MFR notified previously. Biomed unable to duplicate. Found setup, no wash option - on/off confusing. Also automatic wash, wash cycle can be eliminated, resulting in no indication. Bowl can be emptied before wash cycle complete, resulting in no indication. No permanent record of settings.